Manufacturer narrative:
Zimmer biomet (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep who states the patient is having some tightness and discomfort while using her orthopak for her hip. Patient stated that she is having some tightness and discomfort while using unit. Patient states pain started same day she received unit states muscles in her leg was tight and pain go into her inner thigh. Patient states pain level is 10. Patient states she did not seek medical treatment and taking percocet¿s and muscles relaxer. She states she will be seeing her doctor tuesday and will call back with update. Advised her to conduct a time test at one-hour increments after her pain subsides. Treat 1 hour per day for the first three days. If she does not experience any pain, she should increase treatment time by 1 hour each day after that. Advised her to call back with any issue during the time test.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4: UDI, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the sales rep who states the patient is having some tightness and discomfort while using her orthopak for her hip. Patient stated that she is having some tightness and discomfort while using unit. Patient states pain started same day she received unit states muscles in her leg was tight and pain go into her inner thigh. Patient states pain level is 10. Patient states she did not seek medical treatment and taking percocet¿s and muscles relaxer. She states she will be seeing her doctor tuesday and will call back with update. Advised her to conduct a time test at one-hour increments after her pain subsides. Treat 1 hour per day for the first three days. If she does not experience any pain, she should increase treatment time by 1 hour each day after that. Advised her to call back with any issue during the time test. No additional patient consequences have been reported. Orthopak was not returned for further evaluation.